Manufacturer narrative:
(B)(4). The customer advised physio-control that they have narrowed the reported issue down to the defibrillation therapy cable assembly. After replacing the cable, proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was no longer detecting a connection of the defibrillation therapy cable assembly. The customer indicated that this issue was first observed during a patient event where only monitoring was being performed on the patient. The patient did not need any defibrillation therapy and there was no adverse outcome reported.